Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-35 implantable pacing lead (B)(6) 2005; e2dr01aa implantable pulse generator (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) pacing lead was constantly oversensing far field r-waves (ffrw). The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.